Event description:
Almost had to do a cut down to retrieve the powerglide when she was unable to pull the housing away. It sounds like the guide wire wasn't clicked all the way, therefore needle was not safetied and caused the catheter to shear when it was pulled back after it was already in the vessel (meaning she tried to reposition). The housing was unable to be pulled away - and she couldn't pull the catheter out of the pt either. The pt jerked her arm away and caused it to dislodge.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.